Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of "lo" (less than 20 mg/dl), and 132 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.